Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a femoral; recon nailing system, the driving cap from a femoral recon nail snapped off of the insertion handle while inserting an unknown nail. The inserter/ driving cap was screwed into the insertion handle to pound on for insertion. The procedure was completed successfully by using second device. There was a surgical delay of ten (10) minutes. The fragments from the broken device was not generated. Concomitant device: insertion handle (part# 03.033.001, lot# 2l17194, quantity 1).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the driving cap from a femoral recon nail snapped off of the insertion handle while inserting an unknown nail. The surgery was completed though it was unknown how it was completed. There was a surgical delay of five (5) minutes. Patient and procedure outcome was unknown. Concomitant device reported: unknown nail ( part#: unknown, lot#: unknown, quantity 1); and unknown hammer/ mallet ( part#: unknown, lot#: unknown, quantity 1). This complaint involves two (2) devices. This is 1 of 1 for report (B)(4).